Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was successfully deployed and the knot was tied and lowered into the tract. When the device was removed, the j-tip of the sheath was sheared off the device by the suture knot when it was tightened and lowered into the tract. The pt returned to the cath lab two days later for an interventional procedure. At that time the perclose company rep noted the j-tip protruding from the artery and alerted the physician. The tip was surgically removed and the access site was stitched close. The pt recovered without further incidient.